Event description:
It was reported that the patient inflatable penile prosthesis (ipp) suddenly stopped working during intercourse. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received, a supplemental report will be filed.